Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿extra-large press-fit cups without screws for acetabular revision¿ by christian obenaus, md, et al, published by the journal of arthroplasty (2003), vol. 18, no. 3, pp. 271-277, was reviewed. This retrospective study reports the 4- to 6-year results of clinical and radiologic follow-up of 60 acetabular revisions using extra-large hemispherical press-fit cups without additional screw fixation from may 1992-december 1994. The implants used in the index tha were unknown. Implants used: duraloc press fit cup with polyethylene liner. Information regarding the femoral components used with these products was not provided. Results: 1 revision of the cup for implant loosening at 12 months. 1 liner infection at 3 years. This patient had an additional surgery with cup and liner revision at 4.5 years for infection. 1 liner exchange with irrigation and debridement at 5 years. 5 cases radiographically identified device migration. The migration was confirmed on progressive studies. The cups required no intervention and were stable at last follow-up. 33 cases of extraskeletal ossification- no intervention required 1 patient who experiences moderate pain with joint movement impairment 13 cases of moderate to severe limp requiring no intervention captured in this complaint: duraloc cup for loosening and migration. 2 duraloc locking rings for infection. Polyethylene liner revision for infection, a second polyethylene liner for infection (re-revision). Patient harms: infection, medical device site joint movement impairment, extraskeletal ossification, limb asymmetry, surgical intervention, medical device removal, and pain.